Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was schedule for a normal device implant. The implant of this right atrial (ra) lead was difficult. The patient had a history atrial fibrillation and open heart surgery. It was noted that low sensing was seen on the ra lead and the lead was repositioned several times. With every attempt to reposition this ra lead the number of turns needed to retract the helix increased and when trying to positon this lead in a lateral positon the helix did not extend. The lead was extracted from the body and tested on a sterile table where tissue was seen in the helix mechanism. Tissue was attempted to be removed from the helix mechanism but damage was noted to the mechanism at this time. An ra lead fracture was suspected. A new lead was used and this lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.